Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing from changes in r-wave morphology. It was noted that the patient had no symptoms prior to shock delivery. Boston scientific technical services (ts) was contacted to review the episode and discuss possible programming options. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that ts reviewed the data and confirmed there were changes in morphology and reduced r to t-wave ratio. It was further noted the s-ICD was subsequently explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated upon analysis completion.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing from changes in r-wave morphology. It was noted that the patient had no symptoms prior to shock delivery. Boston scientific technical services (ts) was contacted to review the episode and discuss possible programming options. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that ts reviewed the data and confirmed there were changes in morphology and reduced r to t-wave ratio. It was further noted the s-ICD was subsequently explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated upon analysis completion. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. However, analysis did find an unrelated observation of a high current drain. The battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing from changes in r-wave morphology. It was noted that the patient had no symptoms prior to shock delivery. Boston scientific technical services (ts) was contacted to review the episode and discuss possible programming options. The s-ICD remains in service and no adverse patient effects were reported.